Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with injection vancomycin (2 grams per five days and route was not reported) and injection gentamycin (20 milligrams per day and route was not reported). At the time of this report, the outcome was unknown. Action taken with pd therapy was not reported. Additional information is not available.